Manufacturer narrative:
Result: dip switches.

Event description:
It was reported by service report that some beds were shorting out the head wall. No pt involvement or adverse consequences are reported.